Event description:
A clinical director reported pt with diffuse lamellar keratitis, left eye at one day post op bilateral lasik. The customer indicated the pt's steroid drops were increased which resolved the reported issue.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).